Event description:
It was reported that the user experienced multiple daily low glucose events following meal announcements while using the ilet, with a documented nadir of 40 mg/dl; the caregiver was unsure of accurate carbohydrate counts indicating possible incorrect meal size announcements. The hypoglycemic episodes were corrected with oral carbohydrates, including skittles and food, and the device alerted for low glucose. Symptoms included confusion during the hypoglycemic episode. Outcomes included self-treatment without need for external assistance or medical intervention. Investigation included review of reported use patterns, meal announcement practices, and corrective actions taken during the events. Investigation of this case revealed recurrent post-meal hypoglycemia consistent with incorrect meal size entry or inaccurate carbohydrate estimation while the device functioned and alerted as intended. It was concluded, based on previously established findings for similar reports, that user-related factors in meal announcement accuracy were the most likely cause.